Event description:
Pulse oximeter device gives incorrect results on first readings. I've used it several times after purchasing in (B)(6) 2021 at a (B)(6). Each time the spo2% data is too low with first reading, when done a second (and more) time the device gives a different result, in the healthy range. Today's readings reported 85 spo2% on first test, then showed 97 for spo2% on second try, done immediately after first try. The pulse oximeter is a smartheart model no.11-50k, mfg for (B)(4). Lot no. 5100300920. Sn: (B)(4). The device instructions do not mention to take several readings in order to get correct results. I was concerned at first use, since I know low spo2% (below 90) can indicate covid19 infection before any other symptoms show. Once I realized the first reading was always a wrong, but subsequent readings were correct, I always take several readings to eliminate the error of first reading. The device should have proper instructions for accurate use, or be redesigned. FDA safety report ID# (B)(4).